Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation while wearing the lifevest. Follow up indicated that the patient's physician advised the patient to end use of the lifevest and the irritation resolved.